Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen (crrs) 3 on the echo. The sample had a known anti-k.

Manufacturer narrative:
Review of results: sample ID (B)(6), crrs 3 lot r153: cell1: 0, visual negative button, halo of adherence; cell2: 0, visual negative button, halo of adherence; cell3: 0, visually negative. Repeat testing: cell1: 8, (resulted as equivocal, customer edited to negative reaction) visually has negative fuzzy button, with adherence; cell2: 2, negative button, adherence around button; cell3: 2, negative button, adherence around button. A service call was made. The instrument was tested and found to be performing within specifications.